Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 april 2020: lot 1907951: (B)(4) items manufactured and released on 17-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any other similar reported event. Clinical evaluation 1.5 months after primary cemented tka a fracture occurs on the medial tibial epiphysis. Causes of fracture are unknown: the position of the implant and the cuts appear correct on the plain xray supplied, but of course this could not be a very accurate evaluation. No mention in the report of traumatic events. However, we see no hint that this adverse event may be due to a malfunction of the devices.

Event description:
Revision surgery planned after 2 months from the primary surgery due to tibial subsidence after a tibial head fracture (the cause of the fracture is unknown). The surgeon revised the insert and tibial tray.